Event description:
Philips received a complaint by the customer on the v60 indicating that the caster was broken. It was reported there was no patient involvement at the time the issue was discovered. The customer requested the part number of the roll stand to order and replace. The customer replaced a wheel on the roll stand to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.